Event description:
It was reported that when using the pyxis medstation es system neur drawer 1 failed when the user tried to access medication and did not show up for recovery. The customer stated that they had opened the back and manually opened the drawer, which caused the device to recognize that it failed and allowed users to recover it, but then it failed again a day or so later. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The customer informed a field service engineer that the station had been recovered; according to the maintainability problem and assessment report, the air failure was user initiated as well. The system functioned as intended after troubleshooting the device.